Event description:
The customer claims that the needles are poking through caps.

Manufacturer narrative:
Upon receiving customer feedback regarding " the needles are poking through caps," our company promptly organized quality control, production, and related personnel to investigate the situation. Specific details are as follows: (1) production process review: upon tracing back the production batch records of lot: ckdc10-01 batch products, and there are no abnormalities in the production process. The raw materials and production processes have not changed. (2) retained sample testing: 50 samples from the batch were extracted for visual inspection, and the hypodermic needles tubes were straight, smooth, and without defects. No bending or piercing of the protective sheath was found. (3) root cause analysis: based on customer feedback and the analysis of the production process and manufacturing techniques of the hypodermic needles products, it is speculated that the user was stabbed by the needle when putting back the protective sleeve after clinical use of hypodermic needles.